Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine (902.2 mcg/ml at 297.26 mcg/day) and dilaudid via an implanted pump. When asked the dose and concentration of the dilaudid, the patient stated, ¿dilaudid 9.0 mg/ml then 5.9726 mg then 0.2498 then 5.9728 mg/day¿. The indication for pump use was spinal pain. The patient reported that a couple of months ago around the end of the year in (B)(6) 2020 when they were doing the pump refill, there was ¿a whole lot of medication in the pump¿ and ¿the medication was rust looking¿. They removed the medication and put in new medication and everything was fine until last month. Per the patient, when they went to do the refill, there should have been ¿.6 left but there was 2. Something left¿. She stated that the doctor didn¿t seem to feel this was a volume discrepancy, but she did. She had also had return of back pain. Per the patient, they did an epidural which helped, but now the back pain had returned. Her next refill was (B)(6) 2021.